Manufacturer narrative:
(B)(4). Method: the returned mr290 chamber was visually inspected for damage. Results: the chamber dome was cracked. There are dirty marks at the origin of the crack. A lot check revealed no other complaints of this nature for lot number 100327. Conclusion: all mr290 autofeed humidification chambers are pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks or other causes. Following pressure testing, each chamber is visually inspected. Any chamber which fails either of these tests is rejected. This suggests that the chamber was damaged post-production. The damage is consistent with damage cause by physical impact to the chamber dome. The device user instructions state the following: "do not use the chamber if the seals are not intact when received, or if it has been dropped". "Perform a pressure and lead test on the breathing system and check for occlusions before connecting to a patient". The chamber crack was observed by hospital prior to patient use. Accordingly, there was no patient consequence. (B)(4).

Event description:
A hospital in (B)(6) reported via a distributor that an mr290 autofeed humidification chamber had a cracked dome. The crack was found by the hospital prior to patient use.